Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that piston did not touch the reservoir during the prime fill procedure. Customer also reported that motor displacement test was failed. Customer's blood glucose level was 350 mg/dl. Insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Insulin pump passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Also, insulin pump passed the dat test at 0.08730 inches.